Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms could not be confirmed as no log files from the time of the event were submitted for evaluation. Additionally, a direct correlation between the reported event and heartmate 3 lvas, serial number (B)(6) could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The hm3 lvas IFU lists right heart failure and hypertension as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The IFU also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the subject presented to the hospital on (B)(6) 2018 for low flow alarms. The echo in the ER (emergency room) showed normal vad function but severely decreased right ventricle function. There was no significant aortic independency, no tamponade; and the inferior vena cava was not dilated or compressible. The patient was given 10 mg of hydralazine in the ER with subsequent drop in map (mean arterial pressure) and cessation of low flow alarms. She was started on oral norvasc but this was converted to hydralazine for afterload reducing properties. It was noted that her inr (international normalized ratio) was sub-therapeutic. Her warfarin was increased to 3mg daily. The patient was discharged with two new prescriptions. No additional information was reported.